Manufacturer narrative:
(B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The compact flash card was replaced.

Event description:
The hospital reported that, following completion of a case, the unit alarmed for a system failure. There was no report of patient involvement.